Manufacturer narrative:
Reported event: an event regarding revision after a fall involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. The fall reportedly caused a zygomatic fracture (cheek bone), as well as incision rupture from the trauma. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed due to the minimal information received. The clinical indication for the revision was related to the reported fall, the cause of the event is associated to this trauma. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient was admitted to hospital after falling. Patient's fall caused a zygomatic fracture, as well as incision rupture. Surgeon performed a wash out, and noticed the implants were exposed. So he elected to remove poly, irrigate the joint extensively and replace the liner. Nothing was loose or broken. Patient's right side.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned.

Event description:
It was reported that patient was admitted to hospital after falling. Patient's fall caused a zygomatic fracture, as well as incision rupture. Surgeon performed a wash out, and noticed the implants were exposed. So he elected to remove poly, irrigate the joint extensively and replace the liner. Nothing was loose or broken. Patient's right side.